Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer that whether the device was working or not did not play a part in her wanting the device removed. She felt it did not work for a while. The first stated experiencing that her device was not helping in (B)(6) 2015. To resolve the issue, the patient went to her doctor to see if it was removed but he said to keep it if she was not sure. She then had to go through another surgery to remove it. It was removed in (B)(6) 2016; the battery was dead at that time. The patient was still very dissatisfied with not having enough information about the MRI restrictions and no one telling her about it. It was also noted that a manufacturers' representative was present when she got the device.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that she got an MRI and wasn't sure if her device was working right anymore. The patient needed a head MRI and was extremely dissatisfied with MRI restrictions. She said she was never told about the restrictions prior to implant and was upset about this. She had talked to her healthcare provider about removing the device. The MRI was not due to a problem with the device or therapy. The patient didn't know if the device was helping and it did not work that well. She was unhappy and felt that the manufacturer put her in danger and put her life at risk. No event date, symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.